Event description:
It was reported that (2) tct75 devices were used during a wedge resection procedure. It was reported by the rep that while using a tct75, the instrument locked out. They switched the reload and the instrument fired properly. Opened a second instrument (tct75) and it locked out. The surgeon finished the case using a third instrument and there was no consequence to the pt.